Event description:
It was reported that catheter entrapment occurred. A target lesion was located in the mildly tortuous and mildly calcified distal left circumflex (lcx). After placing the synergy 2.25-28 stent in lcx distal, the opticross imaging catheter was removed, but the exit port part got caught in the distal end of the stent. When the opticross was withdrawn, the physician pulled it out forcefully. The stent got flattened in bellow shape and was folded up. A synergy 2.75-32 stent was then placed which completed the procedure. It was checked using a non bsc ivus and a bailout technique was completed. No patient complications were reported. Device evaluated by MFR: the device was returned for analysis. A damage was observed on the guidewire exit hole port assembly. No other visual damages were encountered upon visual inspection. The telescope assembly was able to properly be pulled back, advanced, and retracted. A test guidewire was inserted and no indication of resistance in tracking the guidewire into the catheter was noted.

Event description:
It was reported that catheter entrapment occurred. A target lesion was located in the mildly tortuous and mildly calcified distal left circumflex (lcx). After placing the synergy 2.25-28 stent in lcx distal, the opticross imaging catheter was removed, but the exit port part got caught in the distal end of the stent. When the opticross was withdrawn, the physician pulled it out forcefully. The stent got flattened in bellow shape and was folded up. A synergy 2.75-32 stent was then placed which completed the procedure. It was checked using a non bsc ivus and a bailout technique was completed. No patient complications were reported.